Manufacturer narrative:
The actual device was not available as the device was sequestered at the facility therefore, a device analysis could not be completed. The cause of the undetected upstream occlusion alarm was likely due to the "clamp that was partially closed above the intravenous pump" (use error). The spectrum iq operator's manual provides the following caution: the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set's clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported this event to the FDA through medwatch 5097027. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm was not generated for an upstream occlusion on a spectrum iq pump during patient infusion of norepinephrine. The reporter stated the medication was not infusing due to a clamp that was partially closed above the pump. It was reported the pump was programmed for an ¿all day infusion¿ (dose, programmed amount and delivery rate not reported). The pump alarmed ¿bag near empty¿, the nurse checked on the patient and the bag was "still full". The patient was treated with epinephrine and a vasopressor ¿to regulate their blood pressure¿. It was reported there was no long-term injury noted and the patient's blood pressure recovered. No additional information is available.